Event description:
It was reported that while using a bd integra 3ml syringe with detachable needle for a testosterone injection, the needle retracted prematurely. The consumer went to an emergency department and received an x-ray. The needle was not visualized on x-ray.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer was used for this field. Medical device expiration date: unknown. Results: one used sample and one sealed sample from the same lot number were returned for evaluation. A visual inspection of the used device revealed that the needle had retracted. The device was disassembled and the needle was found resting within the barrel. The unused unit was not evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 3171196. Conclusion: an absolute root cause for this incident cannot be determined. The needle did not break off during use and was found retracted within the barrel of the syringe.

Event description:
It was reported that while using a bd integra¿ 3ml syringe with detachable needle for a testosterone injection, the needle retracted prematurely. The consumer went to an emergency department and received an x-ray. The needle was not visualized on x-ray.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).